Event description:
The MFR's rep reported that the pump was explanted due to stall after an implant duration of 21 months. The reporter stated "pump had stopped. Suspected pump damage internally from drug crystals formed by morphine tartrate." The pump contained morphine tartrate 80 mg/ml at a daily dose of 39.5 mg/day the patient began to experience "withdrawal" symptoms and was admitted to the hosp. The pt was given oral medication while hospitalized and the pump was programmed to stop. The pump was replaced with a similar device and is delivering hydromorphone 7 mg/day.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.